Event description:
The patient received multliple inappropriate shocks as a result of a sensing malfunction. The rv lead had an insulation breach caused by clavicular crush. Erosion was also noted. The lead was capped and the device was removed.